Manufacturer narrative:
Citation: muneretto et al. Sutureless versus transcatheter aortic valves in elderly patients with aortic stenosis at intermediate risk: a multi-institutional study. J thorac cardiovasc surg. 2020 jun 15;s0022-5223(20)31394-5. Doi: 10.1016/j.jtcvs.2020.04.179. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding sutureless versus transcatheter aortic valve replacement (tavr) in elderly patients with aortic stenosis. All data were collected from multiple centers between 2008 and 2015. The study population included 967 patients (predominantly female, mean age 81 years), 310 of whom were implanted with medtronic corevalve (no serial numbers provided). Among all pre-match tavr patients, which included multiple manufacturer¿s devices, 33 all-cause deaths in the early postoperative period and 20 deaths in the later follow-up period (mean 60 months) occurred. Early deaths were due valve embolization, bleeding after annular rupture, coronary ostium occlusion, stroke with hemorrhagic complication, myocardial infarction, respiratory failure, multiorgan failure, and sepsis. Also, 14 early postoperative and 9 later follow-up deaths occurred which were deemed valve-related. Early valve-related deaths were due to valve embolization, annular rupture, coronary ostium occlusion, and myocardial infarction. No further details were provided on these deaths, and the manufacturer of the valves was not identified. Based on the available information medtronic product was not directly associated with the death(s). Among tavr patients, adverse events included: valve malposition during implant requiring a second valve-in-valve implant, valve embolization requiring conversion to surgery, annular rupture requiring conversion to surgery, left main coronary ostium occlusion requiring conversion to surgery, moderate to severe postoperative aortic regurgitation, permanent pacemaker, peripheral vascular complications requiring surgical or endovascular treatment, postoperative acute renal failure, severe paravalvular leak (pvl), stroke, structural valve deterioration, and stenosis. Based on the available information medtronic may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.